Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. A review of the device service history record was not performed because the serial number was not provided for the suspect device. The customer stated that there was no patient involvement.

Event description:
Customer mentions the leak down test fails. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: pm testing. Case resolution: customer mentions the leak down test fails in preventive maintenance. ¿ he's had several that have passed. Now notices they are failing. ¿ I had customer to check the integrity of his setup. ¿ I was unable to complete the resolution to probable cause. ¿ customer had to leave the shop, getting off work! ¿ customer will call back, if further issues and/or concerns.